Event description:
In 2004 - placement of a/cd ten days later - left rubclavian thrombosis four days later - removal of aicd; lead revision & aicd generator charge out atrial and ventricular pace/sense impedances were over 3000 ohms; episode of v-fib.